Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "expired prematurely". The instrument was placed and driven on an in-house system. The instrument passed the recognition test. The instrument was not expired, and no damage was found to the life indicator. A review of the logs showed the instrument had 8 lives remaining and not expired. Additional observations not reported by site and not related to the customer reported complaint is that the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the instrument log was performed. Per the review, the device was not used on the reported event date of (B)(6) 2021. The instrument was last used on (B)(6) 2020 on system (B)(4). The small grasping retractor had 8 uses remaining after last use. The reported event date of (B)(6) 2021 was during central processing and based on the logs, the small grasping retractor was used again after the reported issue was identified. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported. However, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during central processing, the small grasping retractor expired prematurely. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information and on 23-mar-2021 got the following response: "unfortunately, I do not have any patient demographics."